Event description:
The blood glucose result from the device was 27 mg/dl and the blood glucose result from the lab was 42 mg/dl. No pt injury was reported and no treatment was received as a result of the discrepancy. The device was replaced and requested to be returned for evaluation.